Event description:
It was reported that the device stops working, the tidal volume was not working anymore. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
E3 - initial reporter occupation unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3. Manufacturing plant address, city, postal code, state, country: corrected. D9. Date returned to mfg: 05-nov-2024. H6. Investigation codes: updated. Investigation summary: parapac plus kit with internal peep and CPAP p310nus was sent in for "item stop working. Tidal volume was not working". Customer's reported issue was verified during performance check. Kinked tubing was found causing tidal volume to stop working. A physical visual inspection was performed on the tubing, and it is still in good condition. Tubing was trimmed slightly and re-connected and that resolved the problem. Device is working as intended. The device passed all functional tests. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.